Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic (lower back)'), endometritis ('acute and chronic endometritis'), vaginal haemorrhage ('abnormal vaginal bleeding') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("hormonal changes told this was depression and treated as such"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In 2006, the patient was found to have precancerous cells present ("tumor / teratoma / cancer type: pre cancerous cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("lower back pain"), ovarian cyst ("ovarian cyst ") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bso, ablation and hysterectomy/bso). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving, the endometritis, dyspareunia, depression, precancerous cells present, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, ovarian cyst and endometriosis outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, heavy menstrual bleeding, ovarian cyst, pelvic pain, precancerous cells present, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: reporter information and essure removal date updated. Event endometritis, ovarian cyst and endometriosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('acute and chronic endometritis'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and depression ("hormonal changes told this was depression and treated as such") and was found to have weight increased ("weight gain"). In 2006, the patient was found to have precancerous cells present ("pre cancerous cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst "), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ bilateral salpingo-oophorectomy (bso) and ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving, the endometritis, dyspareunia, vaginal discharge, precancerous cells present, endometriosis, ovarian cyst, bladder disorder, urinary tract disorder, fatigue, weight increased and depression outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, heavy menstrual bleeding, ovarian cyst, pelvic pain, precancerous cells present, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic (lower back)'), vaginal haemorrhage ('abnormal vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("hormonal changes told this was depression and treated as such"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). In 2006, the patient was found to have precancerous cells present ("tumor / teratoma / cancer type: pre cancerous cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain and back pain was resolving, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the dyspareunia, depression, precancerous cells present, vaginal discharge, fatigue, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, precancerous cells present, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received : previously reported event injury was updated with new events. Following events were added : depression, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia, tumor / teratoma / cancer type: pre cancerous cysts, pain pelvic, vaginal discharge, weight gain, lower back pain. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.